Event description:
It was reported the right ventricular (rv) lead dislodged from the rv septum to the rv apex. A lead revision/repositioning procedure was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.